Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hemorrhage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices via an 8f sheaht, using the pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break occurred with the suture of one proglide device and "important bleeding occurred during the issue". Manual compression was applied for 10 minutes to treat the "important bleeding". The sutures of two proglide devices were then successfully preplaced prior to the procedure/ upsizing the sheath and used after the procedure to achieve hemostasis. No additional information was provided. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.